Manufacturer narrative:
The insulin pump had failed self-test alarm during self-test due to faulty board. Analysis was unable to test with blood glucose meter due to failed self-test alarm. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a failed self-test alarm. The customer reported that the blood glucose meter would not send blood glucose reading to the insulin pump after the alarm. The customer's blood glucose was 249 mg/dl at the time of incident. The customer stated that the alarm did not occur during the rewind and prime sequence. The customer stated that a basal was not programmed before the alarm occurred. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.